Manufacturer narrative:
H3: product analysis :evaluation determined that the reported malfunction of bearing fell out was confirmed. The likely cause of fai lure was due to distal bearing corrosion. H6: the codes has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laminectomy procedure bearings were damaged and fell out of the attachments onto the floor. This reported event result in a 10 minutes procedure delay. The patient was alive with no injury. The procedure was completed by backup products.-###-from pe-709008390-it was reported that the bearings were bad and the device was loud and ¿running rough.¿ there was no patient impact.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was not yet returned. Once the device received, evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laminectomy procedure bearings were damaged and fell out of the attachments onto the floor. This reported event result in a 10 minutes procedure delay. The patient was alive with no injury. The procedure was completed with backup products.